Event description:
The pt had an "aapro" via the right common femoral artery. The micropuncture guide wire broke off a few cm. From the tip portion of the wire and was located in the intralumen of the right common femoral artery. The puncture site was enlarged with a blunt hemostat, the wire was retrieved and pressure was held until hemostasis was achieved.